Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly connecting a supply bag was reported. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that heater bag disconnected from the line during use on the homechoice (hc) device for peritoneal dialysis therapy. This occurred during priming. The patient stated that they were priming and they did not connect the heater bag properly and the line became undone. The hp reconnected the heater line. The technical service representative (tsr) advised the hp to start over with new supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.